Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite. The touchscreen was replaced and the problem was resolved. The field service rep completed testing and confirmed the ventilator met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the screen on the avea ventilator is blank. The customer stated there was no patient involvement.

Manufacturer narrative:
(B)(4). Results of investigation: the vyaire factory service dept. Received the suspect component and performed an investigation. It was noted that the user interface module (uim) had severe damage when it was received. There were 4 scratches about 4 inches long at the middle of the screen. Additionally, the uim had a broken back bezzel. The reported issue was duplicated and was isolated to the user interface module that would not activate and was unable to initiate the software loading process. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.